Event description:
Information received from the field notes that there was no ventricular pacing during an atrial sense test. Also, when "measured data" was pressed, the patient became symptomatic. After the telemetry head was removed, the patient recovered immediately. Upon renewed activation of "measured data", the patient had pre-syncopal symptoms and exit block was noted. The same results were seen when another atrial sense test was done. The patient was pacemaker dependent.